Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reports via e-mail: crack in check valve in your optivantage y tubing in "syringe multipack". Causes saline/contrast to be sprayed out of crack when used on pressure pump. Customer, (B)(6 ) male reports: it did cover me in saline and small amount of contrast. The examination was a CT pa, but this was the patency check before the main scan so the patient was not effected. No reported injury.